Event description:
The customer reported the ventilator was alarming and turning on and off. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse reported there were no problems found during run-in testing. The fse replaced the gas delivery system as a precaution to address the findings and reported problem. Final applicable testing was completed per operating specifications and passed.

Manufacturer narrative:
Gas delivery system.

Manufacturer narrative:
Conclusion / root cause: this gas delivery subsystem (gds) system was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).